Event description:
Swollen left knee, tender left knee. Information was received on 08-dec-2006 from a physician via an office manager regarding a female patient, with a medical history of osteoarthritis and previous treatment with synvisc and supartz, who experienced swollen left knee and tender left knee. The patient began treatment with synvisc in 2006. The patient received a series of three injections of synvisc into the left knee on 3 days. She experienced a swollen and tender left knee after her second synvisc injection. She was treated with a medrol dosepak and was taken out of work until nine days later. At the time of this report, the patient's outcome was unk. The physician assessed the relationship of the events to synvisc as definite.